Event description:
It was reported that the low voltage lead exhibited oversensing during implant. The lead was attempted but not used. It was noted that the patient is pacing dependent and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.